Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft break occurred. The physician was treating a 90% stenosed, 12mm long, concentric shaped de-novo lesion located in the 3.0mm in diameter, moderately tortuous and severely calcified left anterior descending (lad) artery. Vascular access was obtained through the radial artery. Access to the lesion was facilitated with another manufacturers' guide catheter. The lesion was pre-dilated with a 1.5x8mm apex balloon catheter. Another manufacturers' stent was then implanted in the lesion. This 3.0x12mm quantum maverick balloon catheter was used with the stent balloon to perform post-dilation using kissing balloon technique. Both the quantum maverick and the stent catheter were advanced through the same guide catheter. It was reported that significant resistance was experienced during advancement of the quantum maverick catheter. On the first inflation, the quantum maverick balloon was inflated to 18atms for 6 seconds before the shaft broke into two pieces inside the guide catheter. The physician believes that because the inner diameter of the guide catheter was not large enough, the shaft of the quantum maverick "caught" on the shaft of the stent balloon catheter. The guide catheter, with the broken quantum maverick shaft, were removed from the patient. There were no remnants of the quantum maverick left inside the patient. The procedure was completed with this device. There were no reported patient complications. The patient status is listed as "stable".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis in two pieces. The first piece measured approximately 26cm from the distal end of the strain relief to the hypotube break location. The second piece measured approximately 116cm from the hypotube break location to the distal end of the tip. The fracture surfaces of the hypotube are consistent with the device having been kinked prior to the break. Visual and microscopic inspection identified a hypotube kink/bend located approximately 9cm from the distal end of the strain relief. The tip of the catheter was flared. Inspection of the remainder of the device revealed no other damage or irregularities. The device presented no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a shaft break occurred. The physician was treating a 90% stenosed, 12mm long, concentric shaped de-novo lesion located in the 3.0mm in diameter, moderately tortuous and severely calcified left anterior descending (lad) artery. Vascular access was obtained through the radial artery. Access to the lesion was facilitated with another manufacturers' guide catheter. The lesion was pre-dilated with a 1.5x8mm apex balloon catheter. Another manufacturers' stent was then implanted in the lesion. This 3.0x12mm quantum maverick balloon catheter was used with the stent balloon to perform post-dilation using kissing balloon technique. Both the quantum maverick and the stent catheter were advanced through the same guide catheter. It was reported that significant resistance was experienced during advancement of the quantum maverick catheter. On the first inflation, the quantum maverick balloon was inflated to 18atms for 6 seconds before the shaft broke into two pieces inside the guide catheter. The physician believes that because the inner diameter of the guide catheter was not large enough, the shaft of the quantum maverick "caught" on the shaft of the stent balloon catheter. The guide catheter, with the broken quantum maverick shaft, were removed from the patient. There were no remnants of the quantum maverick left inside the patient. The procedure was completed with this device. There were no reported patient complications. The patient status is listed as "stable".